Event description:
Procedure was saphenous vein graft intervention. Spiderfx was deployed and then 2 stents were placed. They could not retrieve the spiderfx with retrieval catheter, bent tip retrieval catheter or mp catheter. Pt sent to the operating room for removal of device. The surgeon stated that the pt did okay.